Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection noted that the slider pin of the depth device, 2.7 / 3.5 / 4.0mm, low pro was broken off. -functional testing was not performed due to the damage to the device. The cause of the reported failure is attributed to a design issue, addressed through a non-conformance.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/24/2025, it was reported by a sales representative via sems-07073077 that an ar-8943-15 depth device probe broke off from the measuring piece at the weld point. This was discovered during the case with no patient harm. Additional information was provided on 09/30/25 that this happened during an ankle fx repair. All fragments were retrieved and no photo was taken but products have been returned.